Event description:
It was reported that this device delivered appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). Review of the stored episode noted the burst of atp accelerated the patient's vt to ventricular fibrillation (vf). A shock was then delivered and successfully converted the rhythm. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.